Manufacturer narrative:
H10: per good faith effort response: I was confirmed that the customer stopped the repair and has decided to retire the device. No additional details were obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that after replacing a battery per the 5-year replacement interval, an error code 1124 check vent: battery failed message occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the battery was purchased from parts source and the lot code information shows abcde. The rse advised that 3rd party batteries are not completable with the 4th gen power management (pm) printed circuit board assembly (pcba). Advised to use only philips supplied battery. The customer has parts ID and will place an order. The investigation is ongoing.